Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having some problems with insulin pump and did not know what to do. It was reported that the customer was having high blood glucose levels of 19 mmol/l at the time of incident. The customer was unable to complete the troubleshooting as the call was dropped. Product is not expected to return.